Event description:
Broach handle is loose and does not close on the broach securely. Case was finished with same handle but needs to be returned to be repaired.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A functional check with a mating broach confirmed the handle was a little loose. However, the handle still locked and functioned as intended. The root cause of the handle being a little loose is attributed to heavy usage. The date code j1208 indicates the instrument was manufactured in december of 2008. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).